Manufacturer narrative:
An event regarding pack damage involving simplex cement mix was reported. The event was confirmed through photographs received conclusion: visual inspection was performed on the returned single unit carton. An ampoule and its blister pack and tyvek lid, powder pouch and IFU were in the unit carton. There is evidence of leaking liquid damage on the outer powder pouch as the label/text has smudged. The blister pack for the ampoule is distorted, the tyvek lid has come away from the blister and the ampoule is broken at the neck. The broken section of the tip remains in the cracker. There is no liquid monomer within the ampoule. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a box of simplex t was found soaking wet with monomer on the shelf. Further investigation by the hospital staff determined the glass vial was broken.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a box of simplex t was found soaking wet with monomer on the shelf. Further investigation by the hospital staff determined the glass vial was broken.